Manufacturer narrative:
Product analysis: analysis found that when the stylus pen touched the screen it did not coincide with the cursor. It was also noted that the handle was broken. The stylus pen and screen were calibrated and the upper case assembly was replaced. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for testing. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.